Event description:
The facility representative reported a flogard infusion pump that does not turn on. It is unknown when this condition occurred. There was no report of patient injury or medical intervention related to the device. Patient involvement is unknown. Upon further evaluation, the baxter quality engineer has confirmed the reported condition as a battery issue. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported problem of "does not turn on' was confirmed during device evaluation. The cause of the problem was a defective battery. Service replaced the main battery to fix the problem. Should additional information become available, a follow-up MDR will be submitted.